Event description:
It was reported that a pt underwent an umbilical hernia repair procedure in 2004 and mesh was used. The pt states that she has two round balls in her abdomen. The surgeon has stated that an exploratory laparoscope could be performed but is hesitant due to the pt's health. Additional info to be requested.

Manufacturer narrative:
(B)(4) - unspecified post operative complications. (B)(4) - unspecified post operative complications occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.